Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and no damage was observed, however, during a second visual inspection, metal was observed exposed on the catheter tip. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. The root cause of the damage on tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, this issue is related to the t bar slid down inside the tip. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified metal exposed on the shaft approx 2.5 cm from the distal part of the catheter during product evaluation. It was initially reported by the customer that during the procedure, the physician felt the catheter loose and they could not make it curve. A new catheter was used to complete the procedure. There was no patient consequence or procedure delays. The customer's reported issue of inadequate curve has been assessed as not MDR reportable since the device failed to meet its performance specification or otherwise performed as intended, however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/10/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no physical damage. On 6/26/2019, during a second visual analysis, the bwi pal inspected the catheter and found metal exposed on the shaft approx 2.5 cm from the distal part of the catheter. This finding was reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 06/26/2019 and has reassessed this complaint as MDR reportable.